Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed a critically low battery warning alarm when transferring to an internal power source with sufficient charge. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device displayed a critically low battery warning alarm when transferring to an internal power source with sufficient charge. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of concurrent low and depleted battery alarms despite the high battery charge level. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).